Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) and bipolar endocardial tined lead (bt10), was experiencing oversensing. The physician decided to remove and cap the bt10. Implant date-11/10/92. Removed from service-08/09/96. Implant months-44.9.